Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer experienced an elevated blood glucose (bg) level of 548 mg/dl and diabetic ketoacidosis (dka). Bg level was addressed by performing an infusion set site change, delivering a correction bolus and administering manual injections. Subsequently, the customer was hospitalized. While in the hospital, the customer received treatment in the form of an insulin drip. The customer was released from the hospital the following day. At the time of the report, a system check was performed and the pump performed as intended.